Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08968.

Event description:
Reference manufacturer report number: 1627487-2019-08968. It was reported that the patient was not experiencing adequate stimulation with their scs system. In turn, the patient underwent surgical intervention wherein the ipg was replaced. Therapy was restored post-operatively. It is unknown which ipg was replaced therefore both are being reported.